Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: the stent of a smart control 6x60 120 self expanding system (ses) could not be completely released once it reached the lesion site, after many attempts. The stent could not be deployed at all during the procedure. Once the device was withdrawn from the body, it was partially deployed. The device was a little bent prior to use. The device was withdrawn and the procedure was completed using another unknown stent. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored, inspected, prepped, and handled according to the instructions for use (IFU). The ses was being used for stent implantation of the lower limbs. The intended procedure was a stent implantation of the superficial femoral artery (sfa) due to stenosis. The lesion was 1mm in diameter and 48mm in length. The diameter of the stent was 1-2 mm larger than the vessel diameter. The vessel was 80% stenosed with mild calcification and no tortuosity. A 6f non cordis sheath was used with a contralateral approach. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. The lesion was predilated using a non cordis balloon inflated to 14atm. The lesion was 20% stenosed after dilation. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart control sds was held flat and straight outside the patient. There was no reported patient injury. The device was returned for analysis. A non-sterile ses smart control 6x60 120 was received coiled inside a plastic bag. Pin lock was not received. Per visual analysis, the outer sheath was observed kinked approximately at 4 cm and 39 cm from the strain relief. The stent was observed already deployed from the unit and returned inside the plastic bag. No anomalies were observed on the stent. No other anomalies were observed on the unit. The usable and outer length couldn¿t be measured due to the kinked condition of the unit. Per functional analysis, deployment test couldn¿t be properly performed since the unit was received already fully deployed. However, the tunning dial was fully rotated, and the sliding lever was pulled. Unit was actuated. No difficulty was experienced while rotating the tunning dial and pulling the sliding lever. A product history record (phr) review of lot 17915138 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. The reported ¿stent delivery system (sds)-ses - deployment difficulty - partial deployment¿ was not confirmed since the stent was received fully deployed from the unit, as received. The complaint reported by the customer as ¿stent delivery system (sds)-ses - kinked/bent - prior to use¿ was confirmed since the outer sheath was observed kinked, as received. The cause of the kink observed on the outer sheath and the reported event could not be conclusively determined during the analysis. Procedural factors and or handling process such as the user¿s interaction with the device during use may have contributed to the reported events. Additionally, vessels characteristics may have contributed to the reported events. According to the instructions for use ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system.¿ neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
As reported, the stent of a smart control 6x60 120 self expanding system (ses) could not be completely released once it reached the lesion site, after many attempts. The stent could not be deployed at all during the procedure. Once the device was withdrawn from the body, it was partially deployed. The device was a little bent prior to use. The device was withdrawn and the procedure was completed using another unknown stent. There was no reported patient injury. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored, inspected, prepped, and handled according to the instructions for use (IFU). The ses was being used for stent implantation of the lower limbs. The intended procedure was a stent implantation of the superficial femoral artery (sfa) due to stenosis. The lesion was 1mm in diameter and 48mm in length. The diameter of the stent was 1-2 mm larger than the vessel diameter. The vessel was 80% stenosed with mild calcification and no tortuosity. A 6f non cordis sheath was used with a contralateral approach. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. The lesion was predilated using a non cordis balloon inflated to 14atm. The lesion was 20% stenosed after dilation. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The smart control locking pin was in place during advancement towards the lesion. The locking pin was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart control sds was held flat and straight outside the patient. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17915138 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.